Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was advanced. As the wds was positioned between the two marker rings of the was, the physician noticed the closure device was leading out of the delivery system. The devices were positioned at the ostium of the laa and the physician was able to form a flex ball with the closure device. Transesophageal echocardiogram (tee) confirmed the flex ball was in a good position. The physician decided to deploy by advancing the device. While advancing, the closure device pre-maturely detached from the core wire. The closure device was examined for 15-20 minutes via tee and there was no shift. The closure device met release criteria (aside from the tug test which was unable to be performed without the core wire attached). No patient complications occurred.